Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information received to date. Operator of device: patient/consumer.

Event description:
It was reported that when patient went to change the bag it was discovered the pump was off and the bag was full. No patient injury was reported.